Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-jun-2017, the fse found the wash probe dispense tubing disconnected. The tubing was secured with tie wrap and the fse verified wash probe operation, as well as upgraded the software. Tsh control was verified in range. The most probable cause of the reported event was loose wash probe tubing.

Event description:
On (B)(6) 2017, a customer reported error 3014, turn table temperature limit, on their aia-360 analyzer. The issue did not resolve with rebooting. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.